Event description:
During a right hip revision procedure utilizing an ultra-drive tool, the drill tip fractured off in the patient's femoral canal. The tip could not be retrieved and remains in the patient. As a result, a delay of greater than 30 minutes in the procedure was experienced.

Manufacturer narrative:
The user facility was notified of the event on (B)(4), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Package insert 01-50-1112 states: the patient is to be warned that ultra drive tool tips can break or otherwise fail during surgery, and that fragments of broken tool tips can remain at the surgical site after surgery. In addition, intraoperative fracture or breakage of instruments has been reported.